Event description:
Healthcare professional reported they injected a patient with 3mls of juvéderm vollure¿ xc in the nasolabial folds (1ml), peioral (1ml), and pre-jawl (1ml) and about two months later patient experienced "bump, mass, and puffiness" along with inflammation on the ride side of the face in the pre-jawl area. Patient began taking benadryl and then had a sonogram noting a hypervascular mass and underwent a treatment with 50 units of hylenex three days later. Event ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.